Manufacturer narrative:
A fracture of the rv conductors was found close to the distal end of the strain relief coil within the df-1 connector leg as a result of fatigue. This fracture is consistent with the observation of high hvli.

Event description:
It was reported that the patient received a notification due to high impedance. At explant, lead fracture was noted on the df-1 leg proximal to the connector pin. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.